Manufacturer narrative:
(B)(4). Batch # p56r0g. Device evaluation: the analysis results found that the cdh25a device arrived with no apparent damage. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Additional information was requested and the following was obtained: was the staple line incomplete (staples missing from the staple line)? No staples. What was the shape of the staples (b-formation, irregular, legs straight)? No staples. Were the staples deployed into the tissue? No. Were the staples seen in the surgical field? No. How was the procedure completed? Reattached the colon by using another same like product.

Event description:
It was reported that during a sigmoid colectomy, after the device has been fired, the device is removed (there is only one donut at the far end) and the colon does not coincide end-to-end, causing the procedure to fail and the ends must be reattached. There were no patient consequences reported.